Event description:
Additional information revealed the bleeding under the crt-d wound was caused by the explant of the crt-d. Hemostasis was achieved after the crt-d was explanted. The patient was non-compliant with their blood-thinning management as they had too many medications. The patient's right heart failure was not believed to be device related and was treated by an adjustment of their body fluid volume. The patient's respiratory failure was caused by pulmonary congestion.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. A) is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, right heart failure, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Furthermore, section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for major bleeding occurring in their thoracic wall and a hematoma occurring under the wound from their cardiac resynchronization therapy device (crt-d). The patient was noted to be on warfarin and aspirin at the time of the event; however, the bleeding was thought to be caused by noncompliance in taking these medications. A blood transfusion was administered and a reoperation was performed. A cardiac catheterization was also performed. On (B)(6) 2023, the patient developed right heart failure and respiratory failure; the patient was intubated. The patient also experienced peripheral edema. As of (B)(6) 2023, the patient was still hospitalized and intubated.